Event description:
On (B)(6) 2012, the reporter contacted animas stating that the patient called her earlier in the day and said display screen went blank. The patient reportedly rebooted pump and was able to perform the rewind/prime steps and then the pump was working. There was no additional information for this complaint. The patient and pump were reportedly unavailable to troubleshoot the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that there was intermittent power issue with the pump and the display screen went blank earlier in the day.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: the pump history was reviewed and pump reboots were observed. The returned battery cap and battery compartment contain no damage. No intermittent power issues were experienced with the returned battery cap or pump. The returned battery cap was used to exercise the pump on 24 hour duration test with no power issues observed during testing. The pump cover was removed and no evidence of internal moisture or damage to the power circuit or battery flex was found. The intermittent power issue was duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.